Event description:
It was reported that during a da vinci si total benign hysterectomy procedure, the surgical staff reported seeing frayed wires at the distal end of a megasuture needle driver instrument. There were no missing or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. The customer initially reported a frayed wire; however, for clarification the damaged instrument component was a broken grip cable. Based on this clarification, the customer reported complaint is confirmed. One grip close cable was broken at the distal idlers. The idler pulley was found to spin freely and was not damaged. A cable segment was observed to be sticking out at the wrist. Other cables at the wrist were not damaged. Additional finding: scratches were observed on the surface of the distal pulley. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.